Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018,that sensor not giving number. Constantly pairing to get numbers. The sensor was inserted on (B)(6) 2018. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that the sensor failed during warm up. Please disregard initial reporting under MFR# 3004753838-2018-114984.